Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) checked eyetracker connections and infrared (ir) pods to make sure eye tracker is aligned and tracking and successfully completed system verification to specification. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the procedure the tracking of the pupil was lost and an eyetracker timeout error occurred at 59%. The procedure was unable to continue. Customer was able to reset the laser but unable to download the log files. The site planned to complete treatment the next day. Additional information has been requested.